Event description:
Technician reported three incidents of blood leaks with the psn 210 dialyzer. Incidents occurred at the start of treatment and were noted by the fresenius 208k hemodialysis machine's blood leak alarm. Blood leaks were confirmed visually in the dialysate and with positive hemastix. Blood from the estracorporeal circuit was not returned to the patient with an estimated blood loss of 250 cc to 300 cc per incident. For each incident, treatment was resumed with new disposables and completed without incident. No patient injury or medical intervention was reported to be associated with these incidents per technician.